Event description:
A report was received that the patient was experiencing difficulty charging his ipg, and that the ipg was in a position that made it difficult for him to reach. The ipg was confirmed to be tilted upon palpation. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well following the procedure.